Manufacturer narrative:
Addition: updated adverse event codes (h6).

Event description:
It was reported that since the new upgrade of syringe devices in the nicu, the clinicians were experiencing difficulty with the syringe size of their small dose dopamine infusions. They stated that they were required to change the syringe size frequently, and due to the small doses (rates), the baby's blood pressure was affected. In one example, the syringe pump did not accept a 20ml syringe, therefore they were required to load a 10ml syringe, then a 3ml syringe, and back to the 10ml syringe again based on the dose/rate revisions of the infusion. The facility has been using the alaris devices for the past 3 yrs. Without issues. Although requested, no additional event details were provided by the customer.

Manufacturer narrative:
Note: this event was inadvertently reported under incorrect product registration number (manufacturer report number 9616066-2019-00761). This MDR resubmission now reflects the correct product registration number. The reported issue of clinicians experiencing difficulty with the syringe size of their small dose dopamine infusions since the new upgrade of the syringe modules in the nicu has not been confirmed. Multiple attempts made to the customer for additional event details, products for investigation, and to schedule an onsite visit to assist and evaluate customer practices; there was no response from the customer. Tip sheet for alaris syringe module: compatible syringes and flow rate ranges tip has been emailed to the customer for reference. No product or device logs were returned for investigation. No device history or qn search was performed since no source device serial number was reported by the customer. The file was opened to document the issue that was reported. No further investigation of this event is possible at this time. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. The file may be closed based on the above facts.

Event description:
It was reported that since the new upgrade of syringe devices in the nicu, the clinicians were experiencing difficulty with the syringe size of their small dose dopamine infusions. They stated that they were required to change the syringe size frequently, and due to the small doses (rates), the baby's blood pressure was affected. In one example, the syringe pump did not accept a 20ml syringe, therefore they were required to load a 10ml syringe, then a 3ml syringe, and back to the 10ml syringe again based on the dose/rate revisions of the infusion. The facility has been using the alaris devices for the past 3 yrs. Without issues. Although requested, no additional event details were provided by the customer.